Event description:
On (B)(6) 2012, a patient received a mitroflow valve size 19 as part of an aortic valve replacement procedure. The patient¿s preoperative diagnosis was of native aortic valve stenosis. The patient tolerated the procedure well and was taken to the recovery room in satisfactory conditions. The echo performed in (B)(6) 2012 showed a mitroflow valve adequately functioning (mean/peak gradients 26/45mmhg, trace of aortic valve regurgitation). Mild mitral regurgitation is noted, with mild-moderate mitral annular regurgitation. The left ventricular wall thickness is mildly increased (ef is 55-60%). The echo performed in (B)(6) 2014 showed a mitroflow valve with elevated gradients. The ef is 55-60%. The aortic valve is well seated, with no rocking motion and no paravalvular leaks. The leaflets appeared think and flexible. The mean/peak gradients were 33/56mmhg. The echo performed in dec 2016 revealed a lvef of 60-65%. The mitroflow valve appeared with elevated gradients (av mean gradient is 37mmhg). The prosthetic valve leaflets appeared thickened and calcified. There is possible prosthetic stenosis. The echo performed in (B)(6) 2017 confirmed the presence of elevated gradients in the aortic valve and possible prosthetic stenosis. The echo performed in (B)(6) 2018 showed mildly increased lv wall thickness with an lvef of 70-75%. Severe prosthetic aortic valve stenosis is identified (eoa 0.9 cm2, mean gradient is 52mmhg). The patient was treated with a valve in valve transcatheter aortic valve replacement with a medtronic #23 evolut r pro on (B)(6) 2019. The patient tolerated the procedure well and was taken to the recovery room in satisfactory conditions. The patient was discharged on (B)(6) 2019. The pre-operative note indicated that at the time of the mitroflow valve implant in 2012 there were technical difficulties secondary to a large calcium bar in the aorta above the valve annulus. The patient complained fatigue, decreased energy and activity level and exertional shortness of breath with minimal exertion.

Manufacturer narrative:
The manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # lxa19, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a lxa19 mitroflow aortic pericardial heart valve at the time of manufacture and release. Since the device was not explanted, no inspection can be performed on the device and a definitive root cause cannot be established at this time. As reported in the scientific literature, structural valve deterioration is the major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification. Calcification can also cause stenosis due to cuspal stiffening. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification). There are strong risk factors and significant patient¿s clinical history (i.e. Hypertension, obesity, lipidoses, intermediate coronary syndrome, osteoarthritis, ckd stage iii and polymyalgia rheumatica, hypothyroidism) the may have contributed to the structural valve deterioration observed in this mitroflow valve. It should be noted that structural valve deterioration is listed as a possible adverse event in the mitroflow valve IFU. The event is, therefore, a known inherent risk of the device. Valve-in-valve procedure performed.